Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the lower left extremity using an indigo system cat12 aspiration catheter (cat12). During the procedure, after completing two passes in the target location with the cat12, the hospital staff opened the back of the rhv. Subsequently, the rotor cap of the rhv came off. The staff then tried to put the rhv back; however, air was being sucked into the system. Therefore, the rhv was removed. The procedure was completed using a new rhv, the same cat12 and the same lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.